Event description:
During service testing, the baxter repair technician reported a failure code 570 on start-up. No reports of any patient incident involving this pump since the last baxter service event. No add'l info is known.